Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement procedure, the catheter when tried to flush, fluid was allegedly leaking. Reportedly, the catheter was found to be damaged shape with exposed holes. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, five photos were provided and reviewed. The photo shows a clinician holding the catheter tube, no puncture or hole is visible. Therefore, the investigation is inconclusive for the reported catheter hole and leak issues as there was no objective evidence obtained from the provided photos. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure. It was reported that during the preparation, the catheter when tried to flush, fluid was allegedly leaking. Reportedly, the catheter was found to be damaged shape with exposed holes. The procedure was completed with another device. There was no patient contact.